Event description:
As reported by the user facility information by bbm sales organization in the united kingdom: "overinfusion" according to the customer: pump is overinfusing quite a lot. Note returned with pump states: "the pump delivers high volume than set rate. Observed three occasions to confirm the defect. 10 hour infusion completed in 3 hours."

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Problem: delivery accuracy out of tolerance overinfusion 1. General information: complaint: (B)(4). Examination carried out by: (B)(6). 2. Information to the sample: 2.1 model: infusomat space. 2.2 article number: 8713050. 2.3 serial number/batch: (B)(6). 2.4 software version: l030003. 2.5 hours of operation: 7936. 2.6 further information: n/a. 3. Investigation results: 3.1 history inspection: the device history files were read and analyzed. No specified date of the incident was given from the costumer. Therefore, the last history files were investigated ((B)(6) 2023). At (B)(6) 2023 07:12 am a space line was inserted. In the same minute the vtbi was set to 250 ml and the rate to 250 ml/h. The infusion was started at 07:12 am and was stopped in the same minute by an "upstream alarm" (reason for that alarm could not be clarified). The infusion was started again at 07:13 am. At 07:19 am the infusion was stopped by the costumer. Up to that time the device has delivered a volume of 27,28 ml. Then the line was taken out. No anomalies could be detected inside the history files. The last infusion before (B)(6) 2023 was at (B)(6) 2022. (History files are attached to the pc notification) 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device shows some aged related signs of wear and tear but no visual damaged parts are to locate. (Pictures are attached to the pc notification) 3.3 functional inspection: a functional test was performed. The device passes the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 pressure inspection: in checking the downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The electronic pressure cut-off was checked: pressure stage 2: is: 0,23 bar (should be: 0,1-0,7 bar) pressure stage 9: is: 0,91 bar (should be: 0,8-1,4 bar) the mechanical pressure cut-off was checked: pmax: is: 1,82 bar (should be: 1,8-2,5 bar) pmin: is: 1,56 bar (should be: >1,5 bar) safety clamp was checked: pmin: is: 1,56 bar (should be: >1,2 bar) the device matches the required values and standards. All measured values are within our specification. 3.5 flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of -1,67%. ((Accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24) the device matches the required values and standards. All measured values are within our specification. (See lab results attached to the pc-notification) 3.6 disassembling: during the investigation no faults could be detected, to investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. 3.7 test equipment: description: typ nr.: lab.-ID.-nr. N/a n/a n/a 3.8 for examination used disposables: description: ref.: lot: infusomat space line 8700036sp (B)(6). 4. Judgment: 4.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. The complaint malfunction could not be reproduced ore detected inside the history files.